Manufacturer narrative:
Received one device, visual inspection revealed downstream occlusion sensor seal delaminated, and a damage cassette sensor pin seal. Device service history reveals no service done related to customers concerns.

Event description:
It was reported that the latch is loose; however, the device evaluation noted a delaminated downstream occlusion seal. No patient involvement.